Event description:
The bags serum ultra bag came broken in the lines of drainage, my husband is pt of dialysis, and found 7 bags broken and liquid. I have photos and video of that finding. Notify to the company baxter, still I have the supplies. Talk with (B)(4), "is the number of complaint is (B)(4). Still, I have and nobody has picked up. The feel use the translator my language is spanish." Thanks. Dr (B)(6).